Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the lead was implanted, and then, postoperative, it was noted that this lead exhibited noise oversensing and high capture threshold measurements, so the physician opted to cap it. Rv pacing lead (is-1,unknown lead type or serial). No adverse patient events were reported. Should additional information be received, this file will be updated.